Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, while suturing the lead, the right atrial (ra) lead pacing impedance was low and out of range. The physician elected to implant a different lead. The patient was stable before, during and after the procedure.